Event description:
Orders with a stopdate more then 24 hours in the future are not visible in the workfolder.

Manufacturer narrative:
Phillips has determined that some physician entered orders are not showing up on worklists. New info received 07 feb 2008 identified pt risk. Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A final report will be submitted when the investigation is completed.